Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information requested: is this device being returned for evaluation? Please, clarify what broke on the device. Did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Is the detached tissue pad being returned with the device? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Did the active blade tip break off of the device? If yes, did the active blade tip fall into the patient? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during an unknown procedure, the covering of the conical tip was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.